Event description:
The initial reporter alleged an increase in unexpected hepatitis c virus (hcv) reactive results after switching from the ce-ivd version to the us-ivd version of the kit s201 t-scrn mpx v2.0 96t assay on the control unit blood screening s201 instrument. The customer provided data showing questionable hcv positive results using the mpx v2.0 us-ivd test. It was noted that weak spikes in the growth curves displayed in the amplilink software were observed. These curves, which are visible prior to the application of the algorithm, were ultimately determined to be non-reactive after the algorithm was applied, as indicated by the pdm (post-detection module) result. No harm was alleged, and the questioned positive results did not lead to any organ donation rejections.

Manufacturer narrative:
The reported event occurred on a control unit blood screening s201 instrument with serial number (B)(6). The investigation determined that the higher frequency of unexpected hepatitis c virus (hcv) reactive results observed by the customer when using the mpx v2.0 us-ivd assay was consistent with known differences between the ce-ivd and us-ivd versions of the assay. These differences are attributed to variations in the test definition file (tdf) used to interpret results, as outlined in the product's instructions for use (IFU) and supporting documentation. A review of the provided data confirmed that weak spikes in the growth curves displayed in the amplilink software were observed. However, these curves, visible prior to the application of the algorithm, were ultimately determined to be non-reactive after the algorithm was applied, as indicated by the pdm (post-detection module) result. No issues were identified with the reagents from the investigated lot (g11355), and no trends were observed in the batch trend analysis or complaint history analysis. The device remained in operation at the customer site, and no harm was alleged. The questioned positive results did not lead to any organ donation rejections.